Event description:
Arjo was informed about the incident involving the maxi twin passive floor lift and arjo sling. Based on the information provided, a patient was lifted out of the bed and when was positioned about a half a foot above the shower chair, the device tipped over. As a result of the incident, the patient sustained fractured hip and pubic bone, shoulder injury, knee injury and internal bleeding. After the incident, the device was evaluated by an arjo representative. The technician informed that the device looked and functioned correctly.